Event description:
It was reported the device failed the operational check. There was no patient involvement. This report is based on information provided by a philips remote service engineer (rse) and a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Onsite device evaluation was performed and the external paddles were cleaned. Operational check was performed and there were no issues. The device is fully functional and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was external paddles needed to be cleaned. The reported problem was confirmed. The device was operational after the external paddles were cleaned. The investigation concludes that no further action is required at this time.